Manufacturer narrative:
The field service engineer found a misaligned sample probe. The probe was readjusted. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an albumin value of 48.1 g/l. The sample was repeated twice, resulting with values of 35.4 g/l and 33.9 g/l. The albumin reagent lot number and expiration date were requested, but not provided.